Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. B3: neither the onset date of patient symptoms nor the valve failure were provided. The date documented was the date medtronic received a request to provide a 3mensio summary. D6a. The exact valve implant date was not provided; but the year of implant was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately ten years after the implant of a 23 mm transcatheter aortic bioprosthetic valve (tav), which was implanted within a previously implanted, failed 21 mm non-medtronic (carpentier-edwards perimount) surgical aortic valve, the tav exhibited an unspecified failure. Computed tomography (CT) scan images were submitted for review to determine whether a redo-transcatheter aortic valve replacement procedure, tav-in-tav, was appropriate. A 3mensio summary/report was created from the CT scan imaging and provided to the customer. No patient symptoms or reintervention were reported and no complications were reported as a result of this event.